Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device deploy any staples? Did the device deliver a cutline? Was the cut line and staple lie equal in length? How was the device removed from the patient? How was the procedure completed? Was there any patient consequence?

Event description:
It was reported that during an unknown procedure, the device misfired. The blade was stuck and would not retract. No other details provided.